Manufacturer narrative:
The device was not returned for evaluation. Review of the device history record found no issues were identified during the manufacturing and release of this product that could be attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A review of the complaint trend analysis found no related complaints of this nature in the last twelve months that were associated with this product code. No definitive conclusions can be made as to the cause of screw breakage. However, it is possible that the patient¿s activity level and previous burst fracture may have caused or contributed to the event. Without a product sample, we are unable to confirm the reported issue or identify the root cause, and this complaint will be closed with no further action required. If the complaint product sample becomes available, the complaint file will be re-opened and product evaluated.

Event description:
It was reported that the original surgery was performed on (B)(6) 2012, for an l2 burst fracture with spinal canal effacement and nerve root compression. The patient returned to the o.r. On (B)(6) 2013 to have the hardware removed. Upon removal, the two pedicle screws at t12 and one on the right of l1 were broken at the tulip/shank interface. All screws from t12-l4 were removed, leaving the three broken shanks in t12 and l1 on the right. See mfg medwatch report no. 1526439-2013-21340, for the second screw that was involved in this event. See mfg medwatch report no. 1526439-2013-21341, for the third screw that was involved in this event.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. Not available.